Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The bolus history did show that the customer received a lot of insulin on one particular day. The customer stated that the insulin pump has not been exposed to high magnetic fields. The insulin pump passed the displacement and high pressure tests. Nothing further was reported.